Event description:
Infant's uac line tubing noted full of blood and bloody fluid extended to the syringe attached to the transducer filled up to 5ml; there were also bubbles found in the art line that should not have been there. Reference report: mw5165386.